Event description:
New information received noted that the patient's right atrial (ra) lead was explanted. The patient status post procedure was unknown.

Manufacturer narrative:
Correction: b1 - only "product problem" should have been selected. D6b - no explant date since the lead was not explanted.

Event description:
It was reported that the patient presented for the generator change procedure due to elective replacement indicator (eri). Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. Programming changes were made and the ra lead continued to be monitored. The patient was stable throughout.

Event description:
It was reported that the patient presented for the generator change procedure due to elective replacement indicator (eri). Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. Programming changes were made and the ra lead continued to be monitored. The patient was stable throughout.